Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported that the battery cap of the pump had popped off, causing the pump to power down, the blank display. The blood glucose value at the time of the event was unknown. It was unknown how the customer was treated for hypoglycemia. The event involved product(s) mmt-1884. Troubleshooting was performed for blank display. The customer was using the correct battery cap for the pump but reported that the cap was damaged. The customer also reported seeing an icon on the pump home screen that resembled a broken arrow with a red dot at the bottom and requested clarification on its meaning. The customer was instructed that the replacement battery cap would be sent. Troubleshooting was partially performed for hypoglycemia, and the customer declined further troubleshooting. No further patient complications were reported. No product return is required for mmt-1884.